Event description:
It has been reported to the co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. Before the physician was able to perform any intervention the occlusion balloon deflated unexpectedly. The physician exchanged the system with another one and completed the case without issue. The patient is reported to be fine.